Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2020-21815. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right atrial lead exhibited undersensing and p-wave amplitude variations. Additionally, the right ventricular lead exhibited oversensing of noise leading to inappropriate high voltage therapy. No device intervention was performed. The patient experienced no further adverse consequences.